Manufacturer narrative:
A ge representative has not yet reported an evaluation of the system. (B)(4).

Event description:
The customer reported the system is displaying a black screen. No pt injury was reported.